Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the aortic rupture cannot be confirmed. In addition to the procedure itself, patient factors (female gender, advanced age, small body weight, severe valvular calcification, bulky native leaflet calcification, severe aortic root calcification) likely contributed to the rupture. The exact cause of the coronary artery occlusion cannot be confirmed. In addition to patient factors (severe valvular calcification, bulky native leaflet calcification, severe aortic root calcification, severe mac), it was speculated that pressure from the post valve deployment hematoma against the right coronary artery likely contributed to the reduction of the right coronary artery flow. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), a 23mm sapien 3 valve was deployed in a final 60:40 aortic/ventricular (a/v) position. The procedure was performed with percutaneous cardiopulmonary support (pcps). Post valve deployment, cardiac tamponade was observed and pericardiocentesis was performed. It was determined that an aortic root rupture had occurred. A 24fr. Drainage tube was surgically placed and a total of 500ml of blood was drained. Aortogram also showed a hematoma post valve deployment. Aortogram was repeated and revealed reduction in the right coronary flow. It was noted that right coronary ¿hyperfusion¿ had been observed pre-operatively and the left coronary artery was dominant. Following discussion of the issue and intervention, ballooning of the artery was performed and a stent was placed as a ¿precaution.¿ no ¿drastic¿ improvement of the coronary flow was observed. It was speculated that the primary cause of the flow reduction was the hematoma pressing the right coronary artery. No further actions were taken. The patient was weaned off of pcps and transferred from the operating room. The patient would be monitored with a ventilator and blood pressure control. On postoperative day (pod) 11, the patient expired. The cause of death was reported to be ¿circulatory failure.¿ the native annular valve area measured 344mm2 by CT. Severe valvular calcification, bulky native leaflet calcification connecting to the lvot and severe aortic root calcification was reported. Per medical opinion, there was an ¿impression¿ that the valve was moved ¿a lot¿ to the rcc and ncc sides by being pushed by a ¿huge¿ piece of calcium on the lcc.